Manufacturer narrative:
Product complaint # b)(4). Date sent to the FDA: 10/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: h3 investigation summary: one empty opened foil packet, a paper lid, a winding former and a needle of product code z304 were returned for analysis. In order to evaluate the conditions of the returned sample, the barrel hole of the needle was noted with damage (flat) and marks that appears to be by surgical instrument . To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Functional test was not performed, due to needle was received detached from suture. In additions, the suture was not received for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental additional information was requested and the following was obtained: could you please confirm if ""rbnkcc"" is the correct lot number? The reported lot number is rbnkcc, but it was found that the correct lot number is rbmkcc when the product was checked.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the suture was detached from the needle unintendedly, so another needle-suture was used. There were no adverse consequences to the patient. No additional information was provided.